Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, the device would not open normally, rather had to be pried open, after being fired on tissue. Another device was used to complete the case with no consequence to the patient.